Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
Patient reported that her blood glucose (bg) levels reached 21.4 mmol/l (386 mg/dl) while wearing the pod between 4 and 24 hours on the arm. She could smell insulin, but reported that the adhesive was secure to her skin. When the pod was removed, it was noted that the cannula appeared bent. As treatment, a manual injection of insulin was administered.